Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the conversion to an open procedure during the original procedure? / 24 hours later of the original procedure, the second operation was needed. If so, what was the reason for the conversion? / clips were fired scissored. Was the scissored clip noticed during the original procedure? / it was noticed in the open procedure. If so, how were the scissored clips addressed? / the clips were applied on the artery and the cystic duct. Was a cholangiogram performed? / when the shock symptoms were seen in the patient, an intraabdominal ultrasound was performed. Was there any downward pressure or torque applied to the device? / no. Are there any photos or videos available? / no. What is the patient¿s current status? / in the post-op care, the patient¿s status were seem to be normal.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic procedure, "during closure, the device was bended". The laparoscopic surgery was returned to an open surgery due to clips that came crossed. The device was discarded.